Event description:
It was reported that the patient experienced inflation issues due to a leak in the tubing of an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient did not experience any further known complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.